Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine, the dose and concentration were not known, for abdominal/visceral and malignant pain. It was reported the patient was hearing a multi-tone alarm from their pump. The patient also did not feel well, kept dozing off, and was tired as well as hurting. She also felt like she had to throw up. The event date was indicated as (B)(6) 2015. The patient didn't now if she was close to a refill date. The pump had last been filled on (B)(6) 2015. She was also seeing an 8286 error code on her personal therapy manager (ptm) when she would use it. No further information was reported. Additional information has been requested regarding what the circumstances were that led to the empty reservoir and symptoms as well as what steps were taken to resolve the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. Regarding what led to the empty reservoir and the symptoms, it was stated that the date on the personal therapy manager (ptm) was not explained to the patient, and she did not know she missed her refill appointment. Regarding what steps were taken to resolve the empty reservoir and symptoms, the patient went to the hcp to refill the pump. The hcp also ¿upped¿ her medication a little, and made the ptm where she could push it every hour instead of every 2 hours.